Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an iliac stenting procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was deployed; however, resistance was noted during removal as the foot did not retract. The device was managed carefully out of the anatomy without intervention. The proglide device was removed intact and no vessel damage was noted. No resistance was noted during advancement of the proglide device into the anatomy. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the iliac stenting procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. The suture of another proglide device was used successfully to achieve hemostasis in another access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.